Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received result of 72 mg/dl on the mobile system, and a result of 38 mg/dl on the performa system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event reported. Requested return of suspect device.